Manufacturer narrative:
The device has not been received to date. The customer¿s olympus sales representative called the olympus technical assistance center (tac) support to troubleshoot. When the customer was setting up the video tower for a procedure, no image was displayed on the main monitor or the secondary monitor. Found that the video cable to the secondary monitor was damaged. The signal to the main monitor was looped through the secondary monitor, so neither monitor had an image. Replaced the damaged cable with a customer part. The customer now had an image on both monitors. The equipment was ready to use. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
As a customer prepared for use, no image displayed on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a faulty video cable. Olympus will continue to monitor field performance for this device.